Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference or user has high glucose value. Patient was contacted several times to find out the condition. During the follow up calls the customer did not answer and unable to leave message in the voice mail phone. In another attempt a third party answered the phone and stated the customer was back from the hospital and resting; husband is not at home at this time. Unable to reach the customer after numerous attempts. Phone number is disconnected. Letter was sent.

Event description:
Customer's husband complains of code --- display. Customer was hospitalized due to meter display of error code message of dashes (---) not allowing her to obtain a result. The customer's expected blood results were not disclosed. Verified test strips expire 08/14/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Memory concerns:undisclosed customer's husband called about the meter reading code---- when he was trying to run a blood glucose test on the meter. Customer was not able to run a test and therefore had to be hospitalized, this morning because her blood sugar was running high. When she got to the hospital her result on the hospital's meter gave a "hi".customer's husband is calling on behalf of the customer about the meter giving code----